Manufacturer narrative:
(B)(4)

Event description:
It was reported that low impedance had been observed on the right ventricular lead. It was determined that an insulation anomaly was present on the lead. No patient symptoms were reported. The lead was capped and replaced.